Event description:
It was reported that the patient presented in clinic. Device interrogation revealed numerous high ventricular rate episodes due to noise oversensing on the right ventricular lead. The physician elected to cap and replace the lead on (B)(6) 2022. The patient was stable throughout the procedure and recovering.